Event description:
I had lasik performed by dr. On both of my eyes. I was near sighted and wanted to correct my vision. After the surgery, I had to go back, at my insistance for add'l correction. After the first surgery, my eyes were very dry, and blurry, neither condition I had prior to the first surgery. After the second surgery, I now have night blindness, dry eye, blurriness and my eyes continually fluctuate, which has caused me added difficulty in getting glasses that work for me. I had none of these conditions before my surgery. All I was told prior to the surgery was that I might need glasses for reading. I now need glasses all the time and I cannot wear contacts because of the dryness. In fact during my last eye exam, I was told my eyes were so messed up that I should never have anything else done to them. I have called dr heuer and told her of my problems and she told me that she had done all she could for me.